Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
A patient (B)(6) years old was urgently probed or catheterized before caesarean. When she returned to the unit, she felt and heard the balloon burst. The catheter was removed, diuresis monitored and there was good urinary recovery. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. Visual examination was conducted on the returned catheter and observed that the balloon had burst. However there was no any other abnormalities or design irregularities observed on the returned sample. Close examination under high magnification lens (x60 magnification) revealed multiple scratch marks on the balloon sleeve near the tear edges. It appears quite likely that the scratches had initiated the tear. This appearance is likely due to the balloon sleeve had come in contact with sharp object during handling or in contact with pointed surface like bladder stone or encrustation that detrimental to the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted, burst balloon would likely occur due to scratch mark. Therefore, we could not confirm this complaint as stated.

Event description:
A patient (B)(6) years old was urgently probed or catheterized before caesarean. When she returned to the unit, she felt and heard the balloon burst. The catheter was removed, diuresis monitored and there was good urinary recovery. The patient's condition was reported as fine.